Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus for an internal hemorrhoid ligation procedure on (B)(6) 2025. During the procedure, the speedband superview super 7 could not be deployed normally. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.